Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. (B)(4).

Event description:
Upon additional follow up it was reported the symptoms were noted one day post treatment. The topical steroids were increased and the symptoms resolved one week post treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with diffuse lamellar keratitis of the left eye post lasik treatment. Additional treatment has been required. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.